Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
It was reported that the patient discontinued use of the device in 2007 (exact date not reported), for unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014. The implanted device remains.